Event description:
It was reported that while observing a da vinci gastrectomy procedure, the white plastic part of the harmonic ace curved shears insert was noticed to be damaged due to multiple instrument collisions with other da vinci instruments as well as laparoscopic instruments. Small pieces were observed to be missing from the white plastic during one of the instrument exchanges. An intuitive surgical inc. (Isi) representative present during the procedure recommended to discontinue use of the insert and to use another. It is unknown if a fragment fell into the patient, the customer did not search for any missing fragment inside the patient, and no x-ray was performed to verify this. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
According to the isi representative who observed the surgical procedure, the instrument will not be returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.